Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access site diameter was 8.9mm-10.5mm and per report the patient's vessels were noted to be both mildly tortuous and mildly calcified. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the transfemoral approach. This may be due to excessive calcification not appreciable on imaging, tortuosity, and/or small vessel diameter. In this case, it was reported that the patient had a 20 year history of prednisone use for her asthma. Long term use of steroid can have an effect on tissue friability. Per the instructions for use, rf3 training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified ilio-femoral vessels that would prevent safe entry of the introducer and sheath. In addition, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it is likely that vessel characteristics, procedural factors, and the patient's co-morbidities contributed to the reported iliac dissection. No further actions are required at this time.

Event description:
As reported by the edwards clinical specialist, at the end of the procedure, during the removal of the 24f sheath, the physician noted the patient had sustained a perforation in the external to common iliac area. Case summary: the patient underwent a percutaneous transcatheter aortic valve replacement (tavr) via a femoral artery approach. After successful implantation of the valve, the delivery catheter was removed. A snare was inserted into the sheath to facilitate capturing of a guidewire from the contralateral side prior to the removal of the sheath. After capture of the guidewire, the snare was pulled through and out of the edwards sheath. During retraction of the sheath, there was a drop in the patient's blood pressure and with investigation a perforation was noted. Per report, no resistance was felt with the dilators and/or the sheath during the procedure. A coda balloon was advanced into the descending aorta and inflated to control the bleeding. In addition, multiple covered viabaum and atrium stents were implanted to occlude the perforation. Clotting of the leg was also noted and an angiojet catheter was inserted into the femoral artery for evacuation of the clot(s). This was followed with direct injection of tpa into the artery. Hematocrit (hct) was found to have dropped and several units of prbc were administered to the patient. The vascular surgeon was then consulted who suggested watching the patient and not proceeding to surgery. The patient was transferred to the ICU for continued observation with the edwards sheath having been removed but the contralateral sheaths still in place. At one day post procedure, the patient was noted to have remained in stable condition.